Manufacturer narrative:
Exposed portion of the soft cannula was noted to be kinked. This damage did not inhibit fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No other damages or defects were found that would indicate the pod failed to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the leg between 4 and 24 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.